Event description:
(B)(4) was notified by the site study research coordinator via an e-mail about an incident of split drive line. According to the study coordinator, the drive line that is the subject of this report was connected to pt (B)(6) who was implanted with an lvad on (B)(6) 2013. The split in the drive line was noted at the insertion site to the blood pump. Ca immediately contacted the site and made arrangements for the return of the product as well as replacement. The split drive line was changed without incident. The pt suffered no ill effects as a result of the split in the drive line. The pt remains on vad support and is reported to be stable on the device.

Manufacturer narrative:
(B)(4). The excor driving tube lot 00022706 was used from 12/14/2013 to 07/26/2014 for seven months. The drive line that is the subject of this report was evaluated by the manufacture of the drive line. Review of the lot history record for this lot and the mfg process did not show any discrepancy or any problem related to mfg process. The drive line split at a known position near the transition from the thicker to the thinner segment. This area of the drive line is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the drive line. Therefore exposure of the driving line to excessive external forces cannot be excluded. In the end it is not possible to determine the definite cause of the damage.